Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a low battery and needed to be changed out. The patient also developed an infection. Boston scientific technical services (ts) referred the patient to the clinic. To date, this device remains in service. No additional adverse patient effects reported.